Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was a balloon breach and gas leaked inside the heart. It was noted that via x-ray, a large area of ¿white material¿ was seen inside the heart. The balloon catheter was removed using the retraction kit. The patient experienced st elevation, and oxygen level decreased which recovered spontaneously. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that 12 applications were performed with a balloon catheter on the date of the event. A system notice had occurred indicating that the refrigerant delivery path was obstructed (#50011/#50012) was triggered on the multiple applications. Also, 17 more applications were performed with a balloon catheter with another system notice indicating that the safety system detected a compromised outer vacuum (#50032). Visual inspection of the balloon catheter showed traces of blood inside the inner balloon. Smart chip verification indicated the catheter was used for 17 injections. A system notice occurred indicating that the safety system detected fluid in the catheter and stopped the injection (#50005) immediately appeared upon connecting the catheter to the console. The performance test was not completed due to a persistent system notice (#50005). A dissection showed a guide wire lumen kink and breach 1.38 inches from the tip inside the balloons. In conclusion, a clinical issue was encountered during the procedure. The catheter failed the returned product inspection due a guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.